Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's monitor is displaying service code 204. The pt was issued a replacement electrode belt and a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon eval, it was discovered that component y402 (smd crystal oscillator) on the ca board was defective. The defective y402 component prevented the monitor from being able to communicate with the belt. The root cause of the defective y402 component was likely due to random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor. No problems were discovered with the pt's electrode belt.